Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer stated that the insulin pump was exposed to a change in altitude. The customer was advised that change in altitude can result in an unresponsive keypad and how to resolve the issue, but the customer stated that the event was a past. The customer added that the insulin pump was damaged and that they were in diabetic ketoacidosis and also received a failed battery test alarm. The customer stated that they had a high blood glucose of around 350 mg/dl and that they felt queasy and vomited. The insulin pump was nestled into the insulin pump but was not locked in place. The customer was assisted with damage troubleshooting. The customer stated that there was crack in the reservoir chamber. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unresponsive keypad button anomaly noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked reservoir tube, and minor scratched lcd window.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.